Manufacturer narrative:
We are aware that this incident is being reported past the 30-day duration. It was realized in an audit of the complaint file that the complaint was considered reportable, as if the incident were to recur it could cause or contribute to a serious injury. However in this instance, the device was not used. The product complaint sample was received for evaluation. A visual analysis revealed that the embolization coil was a different size than indicated on the device labeling. The coil was measured to be 5mm x 15cm. The device model number is 100515hc-s. This is believed to be an isolated incident as product labels are created/printed for each device individually. Labels are not produced for a lot or group of devices. The device history build record was reviewed and did not reveal any non-conformances.

Event description:
The device labeling described the device to be a 2mm x 6cm embolization coil. The coil that was reportedly in the package measured 5mm x 15cm. The coil was not used and was returned to the manufacturer.